Manufacturer narrative:
Concomitant product: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
The patient reported seeing the ¿configure ens¿ error screen on their patient programmer. They patient programmer was also showing that the ¿remote needs to be hooked up to a tablet or something.¿ the manufacturer representative later met with the patient and it was confirmed the patient was seeing the ¿ins out of box¿ error message. The manufacturer representative interrogated the implantable neurostimulator (ins) with the clinician programmer, cleared the error message, and reprogrammed the device. No other actions or interventions were needed. The indication for use was for failed back surgery syndrome.